Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service during which he found issues with one of the aspirate probe rinse blocks and replaced it. The cse ran precision and quality controls (qc), resulting within range. Following service on the instrument, patient samples were run, resulting satisfactory. The cse returned to the customer site after an additional discordant result was reported by the customer. The cse replaced the gray peristaltic pump tubing from the preventive maintenance kit. The cse ran precision testing and qc resulting within range. During his visit, the cse observed that the customer does not follow manufacturers handling recommendations for the heparin tube type used. The cause of the discordant, falsely high tni-ultra result obtained on three patient samples is unknown. Deviation from recommended manufacturer best practices is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s), as the laboratory has established a protocol to repeat any critical tni-ultra result > 0.15 on their advia centaur xp instrument. The samples were repeated on an alternate advia centaur xp instrument, resulting lower. The samples were then retested on the original advia centaur cp instrument following service, matching the advia centaur xp instrument results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2016-00056 was filed on 10-feb-2016. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address. (Continued) has been updated with the correct manufacturing site address.